Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
The patient discovered that the catheter was leaking just by the hub.

Event description:
The patient discovered that the catheter was leaking just by the hub.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue throughout sample and indentations were observed in the extension tubing just distal to the luer hub and about 1 cm proximal to the molded joint. The 0 cm depth marker and the ink on the molded joint were observed to be worn and faded. The sample was flushed and pressurized with a 12 ml syringe of water and a leak was observed emanating from the distal end of the luer hub. A microscopic observation revealed two small splits in the extension tubing just within the luer hub. The fracture surface of the splits was rough and exhibited cracks/fissures and beach marks, which are suggestive of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. While the exact cause of the splits observed in the extension tubing of the returned sample is unknown, possible contributing factors include pulling, twisting, and manipulating the luer connector hub and/or extension leg. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.